Event description:
Info rec'd indicates the siderail will not latch.

Manufacturer narrative:
The tech found the shoulder bolt on the end tube was broken off and the latch and latch hardware were missing. The tech replaced the end tube, latch and hardware to repair the bed.